Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and device breakage ("device fracture") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), depression ("depression") and back pain ("back pain"). The patient was treated with surgery (underwent partial hysterectomy to remove the essure device) and surgery (underwent partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, device breakage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, depression and back pain outcome was unknown. The reporter considered back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia and menstruation irregular to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly in place,fallopian tubes occluded. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation \ left fallopian tube"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("unusual bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "patient did not use birth control or contraception at any time following your essure placement procedure", device breakage "device fracture" (seriousness criteria medically significant and intervention required) and device dislocation "device migration" (seriousness criteria medically significant and intervention required). The patient's medical history included multigravida, parity 2 (on (B)(6) 1998 and on (B)(6) 2008.), miscarriage in 2000, dysuria, bacterial vaginosis, urinary tract infection, chlamydial infection, vaginal discharge, bladder infection, frequency urinary, vaginal delivery and trichomonal vaginitis. Patient underwent dye test for essure confirmation trichomonas vaginalis: positive on (B)(6) 2008, gynecological ultrasound report showed the utel1js appears normal aa do both ovaries. Iud seen within the endometrial canal. No adnexal fluid or masses seen. On (B)(6) 2013,. Ultrasound transvaginal showed anterior fibroid, 1.3cm, iud appears ln place under 3d. Previously administered products included for an unreported indication: iud from 2008 to april 2013, mirena and nuvaring. Concurrent conditions included pelvic discomfort, frequent bowel movements, flatus and pneumonia. Family history included hypertension (mother and father). Concomitant products included analgesics from april 2013 to october 2016 and antibiotics from april 2013 to october 2016 for lower abdominal pain as well as antibiotics, azithromycin (zithromax) and ceftriaxone. In april 2013, the patient had essure inserted. In april 2013, the patient experienced dyspareunia ("pain during intercourse") and back pain ("back pain \ lower back pain \light stabbing sharp lower back \flare in her lower back"). In may 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced bedridden ("bedridden"). In october 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/heavy and abnormal menstruation"), depression ("depression") and pain ("sharp pain through out lower body / pain") and was found to have hormone level abnormal ("hormonal fluctuations \ hormonal changes"). The patient was treated with clarithromycin (biaxin) and surgery (total abdominal hysterectomy with bilateral salpingectomy to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain and pain had resolved and the pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, depression and bedridden outcome was unknown. The reporter considered back pain, bedridden, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pain and pelvic inflammatory disease to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure device: on (B)(6) 2013. Plaintiff recalls speaking to her dr. In 2016 regarding an ablation which put a stop to the bleeding for approximately one month. She and her doctor discussed all options to avoid a hysterectomy before finally agreeing to a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in june 2013: results: essure properly in place,fallopian tubes occluded. Concerning the injuries reported in this case, the following one/ones were reported from medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received. Event outcome added for sharp pain through out lower body / pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation \ left fallopian tube"), device dislocation ("device migration"), device breakage ("device fracture"), pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1998 and (B)(6) 2008.), miscarriage in 2000, dysuria, bacterial vaginosis, urinary tract infection, chlamydial infection, vaginal discharge, bladder infection, frequency urinary, vaginal delivery and trichomonal vaginitis. Previously administered products included for an unreported indication: iud from 2008 to (B)(6) 2013, mirena and nuvaring. Concurrent conditions included pelvic discomfort, frequent bowel movements, flatus and pneumonia. Family history included hypertension (mother and father). Concomitant products included analgesics from (B)(6) 2013 to (B)(6) 2016 and antibiotics from (B)(6) 2013 to (B)(6) 2016 for lower abdominal pain as well as azithromycin (zithromax), ceftriaxone and metronidazole (flagyl). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower and back pain ("back pain \ lower back pain \light stabbing sharp lower back \flare in her lower back"). In 2013, the patient experienced bedridden ("bedridden"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations \ hormonal changes"), depression ("depression"), pain ("sharp pain through out lower body / pain") and treatment noncompliance ("patient did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with clarithromycin (biaxin), surgery (essure springs partially removed/total abdominal hysterectomy with bilateral salpingectomy), surgery (underwent partial hysterectomy to remove the essure device) and surgery (total abdominal hysterectomy with bilateral salpingectomy to remove the essure device.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and back pain had resolved and the device dislocation, device breakage, pelvic inflammatory disease, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, depression, bedridden, pain and treatment noncompliance outcome was unknown. The reporter considered back pain, bedridden, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly in place,fallopian tubes occluded patient underwent dye test for essure confirmation trichomonas vaginalis: positive. On (B)(6) 2008, gynecological ultrasound report showed the "uteris" appears normal aa do both ovaries. Iud seen within the endometrial canal. No adnexal fluid or masses seen. On (B)(6) 2013,. Ultrasound transvaginal showed anterior fibroid, 1.3cm, iud appears ln place under 3d. Concerning the injuries reported in this case, the following one/ones were reported from medical record: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 23-mar-2018: pfs received, event outcome received for event back pain: recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation \ left fallopian tube"), device dislocation ("device migration"), device breakage ("device fracture"), genital haemorrhage ("unusual bleeding") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1998 and (B)(6) 2008.), miscarriage in 2000, dysuria, bacterial vaginosis, urinary tract infection, chlamydial infection, vaginal discharge, bladder infection, frequency urinary, vaginal delivery and trichomonal vaginitis. Previously administered products included for an unreported indication: iud from 2008 to (B)(6) 2013, mirena and nuvaring. Concurrent conditions included pelvic discomfort, frequent bowel movements, flatus and pneumonia. Family history included hypertension (mother and father). Concomitant products included analgesics from (B)(6) 2013 to (B)(6) 2016 and antibiotics from (B)(6) 2013 to (B)(6) 2016 for lower abdominal pain as well as azithromycin (zithromax), ceftriaxone and metronidazole (flagyl). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("back pain \ lower back pain \light stabbing sharp lower back \flare in her lower back"). In 2013, the patient experienced bedridden ("bedridden"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations \ hormonal changes"), depression ("depression"), pain ("sharp pain through out lower body / pain") and treatment noncompliance ("patient did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with clarithromycin (biaxin), surgery (essure springs partially removed), surgery (underwent partial hysterectomy to remove the essure device) and surgery (underwent partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had resolved and the device dislocation, device breakage, genital haemorrhage, pelvic inflammatory disease, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, depression, back pain, bedridden, pain and treatment noncompliance outcome was unknown. The reporter considered back pain, bedridden, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly in place,fallopian tubes occluded. Patient underwent dye test for essure confirmation. Trichomonas vaginalis: positive. Gynecological ultrasound report : (B)(6) 2008 : the utel1js appears normal aa do both ovaries. Iud seen within the endometrial canal. No adnexal fluid or masses seen. Ultrasound transvaginal - (B)(6) 2013 - anterior fibroid, 1.3cm, iud appears ln place under 3d. Concerning the injuries reported in this case, the following one/ones were reported from medical record: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 5-feb-2018: fu from mr: new events: pelvic inflammatory disease was added. Patient other relevant history( from dysuria to pneumonia) added. Reporters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube perforation/ left fallopian tube"), device dislocation ("device migration"), device breakage ("device fracture") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6)) and miscarriage in 2000. Previously administered products included for an unreported indication: iud from 2008 to (B)(6) 2013. Concomitant products included analgesics in (B)(6) 2013 and antibiotics in (B)(6) 2013 for lower abdominal pain. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced bedridden ("bedridden"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/ heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations / hormonal changes"), depression ("depression"), back pain ("back pain / lower back pain / light stabbing sharp lower back / flare in her lower back"), pain ("sharp pain through out lower body / pain") and treatment noncompliance ("patient did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (essure springs partially removed), surgery (underwent partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation had resolved and the device dislocation, device breakage, genital haemorrhage, dysmenorrhoea, menstruation irregular, menorrhagia, dyspareunia, hormone level abnormal, depression, back pain, bedridden, pain and treatment noncompliance outcome was unknown. The reporter considered back pain, bedridden, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, menstruation irregular, pain and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly in place, fallopian tubes occluded. Patient underwent dye test for essure confirmation. Most recent follow-up information incorporated above includes: on 08-jan-2018: reporter added, historical condition, concomitant drug added, events added as follows: bedridden, unusual bleeding, lightning stabbing sharp pain, fallopian tube perforation, sharp pain through out lower body, lower abdomen pain, abdominal pain, treatment non compliance. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.